Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is dc kr seoul. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: in response to the event reported a device history review was conducted for lot number 1108233. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were able observe silicone lubricant in the syringe body. The reported event has been confirmed. After measuring the quantity of the lubricant present in the device, our engineers determined that the correct amount had been applied, and concluded that the root cause for this event is related to an abnormality in the pressure settings used for the application of the silicone to the device. A higher than expected application pressure could result in the uneven distribution of lubricant, allowing for the observed pooling. To prevent future occurrences of this issue our facility has increased monitoring and controls of the lubricant applicator and retrained out inspection teams in order to increase awareness of this issue.

Event description:
It was reported when using the bd syringe 30ml w/o there was foreign matter on the device plunger/syringe body. The following information was provided by the initial reporter. The customer stated: there was "excessive lubricant on the plunger in the syringe body."